Event description:
The field engineer reported that the system displayed an intermittent stator not on error message. This error message will likely cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.